Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. The patient had gone to a clinic at the hospital where they had been given a culture and was prescribed an oral and topical antibiotic to be taken for a week. The patients site had gotten worse and the culture performed resulted in a diagnosis of mycobacterium chelonae at the site. The patient was then to continue with the prescribed antibiotics for a month.